Event description:
Revision vp shunt performed on (B)(6) 2015. Date of implantation: (B)(6) 2014. Preoperatively, the shunt was soaked in warm saline. The water that the shunt was soaked in was very hot. The surgeon noted that the shunt had buckled slightly. It was removed from the water, placed on colder water and it returned to its normal shape. Shunt was then implanted on patient. Patient presented to the surgeon and was asymptomatic. Shunt was removed and will be returned for investigation. Patient condition post revision surgery is unknown. Patient initials (B)(6), male.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were note. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested and it only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot cpkb4m, conformed to the specifications when released to stock on the 17th september. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.